Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was bumped or dropped or cosmetic damage. Customer had blood glucose of 378mg/dl , 417mg/dl, 503mg/dl, 517mg/dl. Customer stated that the lcd screen had scratches and makes it hard to read. Customer was advise to revert to back up plan per health care professional. The device will not return for analysis.